Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The carrier tube assembly within incompletely opened polyfoil pouch and guidewire were returned. No other components were returned. The polyfoil pouch was completely opened and returned device was subjected to visual analysis. There was a kink observed on the proximal part of the carrier tube. No other visual anomalies were noted with the returned components. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off-axis force to the polyfoil pouch while opening may have contributed to kink on the carrier tube. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a doctor was performing a percutaneous coronary intervention case. When opening the angio-seal device the shaft was kinked. They never tried to deploy the device just opened another and had successful closure. The procedure was completed successfully and the patient was in stable condition. Additional information was received june 3, 2019: the percutaneous coronary intervention case was performed using a 6fr sheath.